Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-2483.

Event description:
It was reported to boston scientific corporation in 2007, that an endovive enteral feeding device was used in a percutaneous endoscopic gastrostomy (peg) procedure the same day (male patient; age and weight unknown). According to the complainant, the wire snapped while it was being pulled through the stoma site, the doctor had to go back and make an incision with his scalpel. It is possible that too much force was exerted on the peg. No patient complications were reported as a result of this event. The patient's condition was reported to be fine.

Manufacturer narrative:
The investigation results revealed that the most likely cause of this event is user error. Per the complainant, the endovive enteral feeding device was attempted to be pulled through an existing stoma site. Per the dfu on page 3, section 4 bullet two, "using the exposed blade of the safety scalpel provided, make a 1 to 1-1/2 cm incision at the selected incision site." Per the dfu on page 4, section the note, "too small an incision may contribute to excessive resistance on the peg tube when exiting the skin." The root cause is likely due to user error because an incision was not made before an attempt was made to place the device through an existing stoma site. According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed.